Event description:
It was reported that the insulin pump alarmed button error, excessive no delivery and failed battery test. The customer stated that, at the times of the no delivery alarms, the blood glucose reading would reach the 400 mg/dl range, and he treated with the bolus wizard. The customer's fiance stated that the reservoir would not lock into place. The customer stated that the tubing cap and reservoir were not connecting properly. He disconnected from the insulin pump and was advised that the reservoir and infusion sets be replaced. He noted that he had experienced 2 low blood glucose events in which he required intervention by emergency medical services. The blood glucose reading was in the 30 mg/dl range. He was treated with intravenous drip and glucose. Advised replacement of the insulin pump due to the button error. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The pump was received with normal operating currents, and no unexpected failed battery test was noted. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.